Event description:
A surgeon reported that after a toric intraocular lens (iol) was implanted, the patient had decreased vision. During a postoperative visit, the surgeon noted the iol had rotated off axis. In a follow up, the surgical coordinator reported the lens was successfully repositional approximately a month and a half after the initial implantation.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received on: 10/08/2013. (B)(4).